Event description:
As reported, after angiography, a 6mm 6cm saber balloon was used to dilate this vessel. After dilatation, the balloon could not be easily reverted. After re-dilatation, the balloon could not fill completely, so the product was withdrawn, and the procedure was completed using another device. There was no reported injury to the patient. Restenosis occurred in the arteriovenous artificial vessel used for renal dialysis. The device was stored properly according to the instructions for use (IFU). There was no difficulty removing the device from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or any other damages noted prior to inserting the device into the patient. The device was prepped normally and was able to maintain negative pressure. The lesion was in the superficial femoral artery with a arteriosclerosis. The lesion did not have any calcification or vessel tortuosity. The lesion had a 70% stenosis. The device was not being used to treat a chronic total occlusion (cto). The balloon was not inflated or deflated prior to the deflation difficulty. The contrast to saline ratio was 1 to one. There was no resistance or friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend and was never kinked during use. The device will be returned for evaluation.

Manufacturer narrative:
As reported, after angiography, a 6mm x 6cm saber percutaneous transluminal angioplasty (pta) balloon catheter was used to dilate this vessel. After dilatation, the balloon could not be easily reverted. After re-dilatation, the balloon could not fill completely, so the product was withdrawn, and the procedure was completed using another device. There was no reported injury to the patient. Restenosis occurred in the arteriovenous artificial vessel used for renal dialysis. The device was stored properly according to the instructions for use (IFU). There was no difficulty removing the device from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks, or any other damages noted prior to inserting the device into the patient. The device was prepped normally and was able to maintain negative pressure. The lesion was in the superficial femoral artery with arteriosclerosis. The lesion did not have any calcification or vessel tortuosity but was 70% stenosed. The device was not being used to treat a chronic total occlusion (cto). The balloon was not inflated or deflated prior to the deflation difficulty. The contrast to saline ratio was 1:1. There was no resistance or friction while inserting the balloon through the guide catheter or while advancing the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend and was never kinked during use. The product was returned for analysis. A non-sterile ¿saber 6mm6cm 90¿ was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. The unit was thoroughly inspected observing that it does not present any damages or anomalies. The balloon was received deflated. Functional testing was performed, a syringe was attached to the inflation lumen and positive pressure was applied with the purpose of reaching the rated burst pressure. The balloon inflated and deflated with no anomalies related to the conditions reported. A product history record (phr) review of lot 82246588 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon inflation difficulty - partial or slow¿ and ¿balloon deflation difficulty¿ were not confirmed through analysis of the returned device. The exact cause of the reported events could not be determined as the device passed functional analysis. The balloon was inflated/deflated without any issues noted to the balloon catheter or balloon material. Therefore, based on the information available for review, it is difficult to draw a clinical conclusion between the device and the event reported by the customer as no anomalies for inflation/deflation were noted on the device during functional testing. According to the safety information of the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon if resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82246588 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, after angiography, a 6mm 6cm saber balloon was used to dilate this vessel. After dilatation, the balloon could not be easily reverted. After re-dilatation, the balloon could not fill completely, so the product was withdrawn, and the procedure was completed using another device. There was no reported injury to the patient. Restenosis occurred in the arteriovenous artificial vessel used for renal dialysis. The device will be returned for evaluation.

Event description:
As reported, after angiography, a 6mm 6cm saber balloon was used to dilate this vessel. After dilatation, the balloon could not be easily reverted. After re-dilatation, the balloon could not fill completely, so the product was withdrawn, and the procedure was completed using another device. There was no reported injury to the patient. Restenosis occurred in the arteriovenous artificial vessel used for renal dialysis. The device was stored properly according to the instructions for use (IFU). There was no difficulty removing the device from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or any other damages noted prior to inserting the device into the patient. The device was prepped normally and was able to maintain negative pressure. The lesion was in the superficial femoral artery with a arteriosclerosis. The lesion did not have any calcification or vessel tortuosity. The lesion had a 70% stenosis. The device was not being used to treat a chronic total occlusion (cto). The balloon was not inflated or deflated prior to the deflation difficulty. The contrast to saline ratio was 1 to one. There was no resistance or friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend and was never kinked during use. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.